Event description:
At 5 months, standard compression plate broad holes 11 length 202mm for screws after the operation was broken.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.